Event description:
A report was received from the USA stating that an 840 ventilator experienced a malfunction during pt use. The pt was then placed on a second ventilator. The pt was not harmed or injured as a result of the event. The date of the event is unknown.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended the customer: do a ground isolation check, re-seat the graphic user interface (gui) cable, run the extended self-test (est) and then run the unit. The customer reported following the cse recommendations and the malfunction then resolved. The customer then conducted final testing. Covidien was not authorized to repair the unit. (B)(4).